Event description:
It was reported that the patient's ipg reached end of life. It was also reported that the patient stopped charging their ipg. As a result, the patient underwent surgical intervention on (B)(6) 2024 to replace the ipg.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.